Manufacturer narrative:
There are three failed devices from the same lot associated with this event. These devices are captured in medwatches with patient identifiers (B)(6), (B)(6), and (B)(6). This medwatch is for the patient identifier (B)(6). The device is discarded by the customer and will be not returned; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a biopsy procedure there were three devices from the same lot that failed in the same manner. When each of the failed devices were inserted once through the working channel of a scope and a sampling taken, it was discovered that the plastic piece by the end of the needle where the tip comes out was fraying for all of them. The procedure was completed with a fourth similar device from another lot. There is no allegation against the scope that was used in the procedure. The scope had no issues in the previous procedure nor in the procedure that followed. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the sheath tip falling off could not be identified. Olympus will continue to monitor field performance for this device.